Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(4). Report source, literature - chen, c. Et al (2014). Influence of nail prominence and insertion point on anterior knee pain after tibial intramedullary nailing. Orthopedics, 37(3), e221-e225. Doi: 10.3928/01477447-20140225-52. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that fifty (50) patients reported to have their tibial intramedullary nail removed due to pain. It was further noted, that all of these patient's had nail prominence upon initial implantation. The pain reportedly improved following removal of the nail. Attempts have been made and additional information on the reported event is unavailable.